Event description:
It was reported that during a da vince s sacrocolpopexy procedure, the wire on the large suturecut needledriver instrument burst open while the surgeon was suturing. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable at the distal idlers was broken. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. Failure analysis investigation also found the following additional damages to the instrument: the surface of the instrument's distal pulley exhibited scratches. The distal end of the main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. It was concluded that the damages found to the distal pulley and main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable and main tube damage, if to recur, could cause or contribute to an adverse event.